Event description:
It was reported that a spectrum pump did not pass preventative maintenance testing. On the volume accuracy test, at 200 ml/hr rate, it was delivered 45 +/- 0.5 ml on several repeated attempts. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device and found it was in spec in relation to the reported symptom, which was not confirmed. The device passed baxter's functionality testing, however the pump was not flow rate tested during the device eval due to the symptom being over looked during the service process. A device malfunction was not identified during testing and the pump performed as expected.